Event description:
An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercf) procedure on a pt in 2007. According to the complainant, "it was noticed that the [distal] cutting wire remained in the catheter during the procedure. When the sr (sales representative) examined the product, it was confirmed that the cutting wire had not exited from the catheter fully." It was further reported that the autotome sphincterotome " wire appeared to be burnt, but it is unk if the burn was found during unpacking." No pt complications were reported as a result of this event, and the pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was burnt and that the extrusion was torn, which allowed the cutting wire and the hypotube to slide proximally instead of through the distal end of the device. The cause of this damage is unk. A functional evaluation revealed that the cutting wire did not bow properly. The cause of this damge is unk. A review of the database revealed that no add'l complaints hae been reported for this lot. The device history record for this lot was reviewed; no anomalies were noted. The december 2007 15-month autotome sphincterotome product family trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.